Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inputted the date incorrectly into the pump. Reportedly, the customer had entered the date as (B)(6) 2017 instead of (B)(6) 2017. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with adjusting the setting on the pump.